Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with complaints of pocket stimulation. The patient reported a lot of stimulation occurred the day prior. Programming changes were made and high amplitude right ventricular lead noise was noted. Decreased impedance and pocket stimulation were noted after additional testing was performed. Additional programming changes were made and the patient was sent to the catheterization laboratory for a trans-venous pacing catheter. An insulation failure was suspected due to the noted noise and stimulation. The lead was explanted and replaced. The patient was stable throughout.